Event description:
Caller reported a cartridge alarm occurring during the load process, with no previous history of such alarms with the current pump, indicating an isolated incident confirmed by technical support. There was no adverse impact to the customer's blood glucose level. Technical support confirmed the warranty status and resolved the issue by sending a replacement pump. The customer was instructed on storage procedures for the malfunctioning pump, the return process using a pre-paid ups label, and programming settings into the replacement pump.